Manufacturer narrative:
Complaint investigation report is attached to this report.

Event description:
It was reported that during a tcar procedure, there was difficulty advancing the enroute guidewire. Final imaging indicated no flow distal to the stent. The physician converted the tcar procedure to a carotid endarterectomy (cea) and noted that there was a dissection in the ica, distal to the stent and explanted the stent. A dissection that necessitated medical or surgical intervention to preclude permanent impairment is classified as a reportable event. As the initial importer of the lake region guidewire, srm will report this event and lake region will be notified.

Event description:
It was reported that during a tcar procedure, there was difficulty advancing the enroute guidewire. Final imaging indicated no flow distal to the stent. The physician converted the tcar procedure to a carotid endarterectomy (cea) and noted that there was a dissection in the ica, distal to the stent and explanted the stent. A dissection that necessitated medical or surgical intervention to preclude permanent impairment is classified as a reportable event. As the initial importer of the lake region guidewire, srm will report this event and lake region will be notified.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.